Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, preceding bone augmentation (sinus lift - 5 months before). The first implant fell to the ground when the insertion aid was removed, the second implant did not achieve primary stability. A longer implant was placed afterwards. Same patient as (B)(6).